Manufacturer narrative:
Findings: pump received with broken battery cap, cracked battery tube thread, cracked reservoir tube lip, detached end cap and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the insulin pump fell on the ground there is a hole in the proximity of the motor, cracked in several places and the battery cap does not appear to be stable. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.